Manufacturer narrative:
The technician was helping other technicians to open the no foam bottle without realizing that the system has to be depressurized prior to opening. The customer failed to follow the instructions for use. The technician felt the released pressure with the hissing sound and the fume. The technician was wearing eye glasses, gloves and lab coat, and no foam did not splash into the technician's eyes. The technician was evaluated at the facility's health center for being exposed to the fume when the no foam bottle was opened. The technician confirmed that she was okay and no injury was reported. The customer stated the system was resumed. Service was not dispatched for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to no foam reagent spray from unicel dxc 800 pro synchron clinical system. There was no exposure to uncovered wounds or mucous membranes, and no injury was reported.